Event description:
A 10 ml texium syringe failed to open fluid patch when engaged with a needle. Procedure had to be halted a new syringe needed to be made. Resulted in a 1-hour delay in procedure. FDA safety report ID# (B)(4).